Event description:
Baxter reported that both occluder feet were broken. The nurse did not use any chemicals to clean the minicap extend life transfer set with twist clamp. No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: the customer reported condition of broken occluder feet was confirmed in the lab. The minicap extend life transfer set with twist clamp was visually examined, and it was noted that one of the occluder feet was broken. The root cause could not be determined at this time. Should additional information become available, a follow-up medwatch will be submitted. Renal field surveillance, quality engineering, and plant manufacturing will continue to monitor this product line for adverse trends and will take corrective and preventative actions as appropriate.